Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The denovo, eccentric target lesion was located in a mildly calcified and non-tortuous right coronary artery. A maverick 2 monorail 15mm x 2.0mm balloon catheter was selected to pre dilate the lesion and ruptured at an unknown atm. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The denovo, eccentric target lesion was located in a mildly calcified and non-tortuous right coronary artery. A maverick 2 monorail 15mm x 2.0mm balloon catheter was selected to pre dilate the lesion and ruptured at an unknown atm. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer a pinhole leak was identified at the proximal edge of the proximal markerband. A microscopic examination of the balloon material and of the proximal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).